Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation?: yes section d9: date returned to manufacturer: nov 12, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was cut into 3 pieces. No issues that could cause or contribute to the complaint issues reported were observed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal toric intraocular lens (iol) was implanted, the patient required an explant due to difficulty adapting to the multifocal lens with the amblyopic right eye. Another johnson and johnson iol with a different model but same diopter (zcu300, +31.0) was implanted as replacement. No unplanned surgical interventions, such as vitrectomy, incision enlargement, or sutures, were necessary, and no medications beyond the standard of care were prescribed. There are no planned surgical interventions. The patient did well with the lens exchange and has experienced a normal post-operative course following surgery. The pre-operative refraction was recorded as +7.75-2.00x114, and the pre-operative best spectacle corrected visual acuity (bscva) was difficult to ascertain due to amblyopia. Post-operative refraction was pl-0.25x020, with a post-operative bscva of 20/40. The intended target refraction was plano sphere. The patient did not experience over-correction or under-correction. It was noted that it was difficult to ascertain if there was a loss of two or more lines of bscva due to amblyopia. The patient did not have any pre-existing conditions that would have affected the calculation of the lens. Daily activities were not affected. It was noted that the device did not cause or contribute to the event. No further information was provided.

Manufacturer narrative:
Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.